Manufacturer narrative:
Additional and corrected information is provided in sections d.9, h.3, h.6 and h.11. From section h.6 a1405 has been retracted and it is no longer applicable for this event. The company representative was able to replicate the reported ultrasound issues. To address those issues, the nonconforming ultrasound (us) module was replaced. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no relevant contributing factors identified. A review for complaints reported against this serial number was performed. All relevant complaints found, were reviewed as part of this investigation. A posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. The reported ultrasound issues were attributed to the nonconforming us module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during cataract surgery in the irrigation and aspiration phase, based on previous experience earlier that morning, the surgeon did not want to engage the epi nucleus with the phacoemulsification tip. Therefore, he used the irrigation aspiration handpiece for cortex removal, which worked. However, this led to an unexpected large passage of fluid into the posterior segment, resulting in iris prolapse and subsequent posterior capsule rupture. The physician created a new incision to perform the implant injection, which ultimately fell following the capsular rupture. The patient then underwent vitreoretinal surgery with a posterior segment surgeon. The patient outcome was unknown. Additional information has been requested; none has been received till date.